Event description:
Medwatch report was received. The patient indicated that both intraocular lenses were replaced with alternate iol's from another manufacturer. She reported that she is currently wearing glasses for distance and reading. It was also reported that the patient was very far-sighted from childhood and had been diagnosed with a ¿lazy eye¿ and did not receive her first correction until she was 8 ¿ 11 years of age (her left eye has always been worse than her right eye). Information was provided from the surgeon information was provided by the surgeon that the patient had yag laser and a possible history of bilateral amblyopia.

Manufacturer narrative:
Additional information has been provided in b.5, b.6, b.7, e.4 and h.6. Corrected information has been provided in d.6b and h.10. The product sample was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Without analyzing the iol we cannot be definitive in determining if the lens is a possible cause of the decrease of va. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the lens was explanted during a secondary procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient experienced distorted vision.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately seven years following the implant of an intraocular lens (iol), the surgeon alerted the customer the lens is 'breaking down'. The patient is experiencing cloudy vision in the reported eye. An exchange is planned however not confirmed to have taken place. Additional information was received reports the patient is experiencing glistenings.

Manufacturer narrative:
Information was provided that the company 26.0 diopter lens was replaced with a company 27.0 diopter lens. Information was also provided that the patient had prior yag surgery and a possible history of bilateral amblyopia a director contacted the doctor to discuss the patient, glistenings, and other details of the case. A director contacted the patient and discussed the issue and the conversations with the surgeon. The patients ocular history was reviewed. Onset was 7 years after initial implant. Information was provided that lenses typically do not change so the decrease in va is usually not attributed/caused by the lens. Without analyzing the iol we cannot be definitive in determining if the lens is a possible cause of the decrease of (B)(4) surgeon to date has not provided the samples. The surgeon made specific statements that company lenses disintegrate in the eye" and that there were other patients with ¿disintegrating¿ lenses. Information was provided that the materials used for company's iols have never disintegrated or broken down. The material is tested for biocompatibility and stability prior to approval from the FDA. Accelerated aging studies have also showed that the material is stable and does not breakdown. There has been no documented cases in the literature of an company iol ¿disintegrating¿ in the eye. The manufacturer internal reference number is: (B)(4).